Event description:
A malfunction was reported on the pump by the customer. There was no adverse impact to the customer's blood glucose level. Customer service provided information to reset the pump and assisted the caller in doing so. After resetting, the malfunction code did not recur, allowing the customer to continue using the pump. The customer was advised to reach out again if the issue reappears, and they acknowledged this instruction.